Event description:
It was reported that serosanguinous fluid was dripping from the vent at the bottom of the device. The leak was not explicitly observed until after initiation of the ECMO. Prior to that, air kept getting pulled into the entire circuit. Initiation commenced without issue. For the duration of use, no bubble alarms were triggered, and pre/post oxygenator pressures, and all pertinent blood gases were adequate per hospital policy. The only outstanding issue was the noticeable serosanguinous fluid dripping from the device. The pt did not lose blood from the circuit due to this incident. (B)(4).

Manufacturer narrative:
The device has been discarded and not available for return. Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction, have been tested. Under optical microscopic evaluation, delamination of some gas fibers was observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The MFR initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs ((B)(4)). The investigation under CAPA process ((B)(4)) has identified the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, they will not properly fix in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material MFR haas initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers.